Event description:
The patient was undergoing cardiac catherization when the tip of the guide wire separated. Cardiovascular surgery was consulted. Tip is planned for removal as the patient is to undergo a CABG.====================== manufacturer response for rotawire and wireclip torquer, rotawire and wireclip torquer (per site reporter)======================manufacturer is requesting additional information about the event. We are reviewing the incident and will respond within as appropriate.